Event description:
The customer reported a cardizem over infusion in the ICU. A nurse hung a new bag of cardizem on (B)(6) 2012 at 1910 and started the infusion at 15 mg/hour (15ml/ hour) and volume to be infused was 125 ml. At 2000 the pump module alarmed to add more volume to be infused and the nurse found the cardizem bag empty. The nurse did not notice any IV tubing leaks. There was no patient harm and no medical intervention occurred. Customer stated that no further patient/event information is available. Manufacturer's report number: 2016493-2012-00451. (B)(4).

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.